Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found it grew warm. The malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the mdu kept running. The procedure was completed with a smith and nephew back up device with a surgical delay of less than 30 minutes. No further complications were reported.